Event description:
It was reported that during an open transverse colectomy, the anvil half and the cartridge half could not be assembled at the 2nd firing. It was found that an assembly like a screw became loose and then, it dropped on the instrument table. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Saddle pin the analysis found that one ntlc75 device was returned with the saddle pin damaged, both bearings detached and missing, and without a reload present. No functional test was performed due to the condition of the device. The condition of the saddle pin is consistent with a poor riveting, causing the saddle pin to be loose and the bearings to come off. This defect has been correlated to a manufacturing process. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.